Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the other manufacturer's device was in the left buttock and the manufacturer's devices was in the right abdomen. It was clarified than an older application card was not used after having programmed the device with a new application card. Reprogramming was performed to resolve the "reset" messages and lost settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported there was no information regarding an error code that appeared on the patient programmer at the time that all settings were lost. The patient did not perform a "return to clinician settings" or target my stim operation with her patient programmer at the time the settings were lost. The patient did not occasionally perform either of the operations. It was clarified that the statement that the ins was "reset" meant a por message displayed. However, the por ID# was not recorded and it was not known if a screen observed stating "invalid settings has been detected".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins had already gone into "reset" several times. The hcp saw the patient on the morning of (B)(6) 2017 for consultation and again the message of "reset" came up. All settings were gone. The hcp asked what this could be. It was noted that the patient also had another rechargeable neurostimulator system from a different manufacturer implanted. It was also noted that the patient had an induction cooker at home.